Manufacturer narrative:
The package instructions warn that the product is extremely flammable. It further states, "keep away from sources of ignition - no smoking." (B)(4) is currently attempting to obtain the implicated product. A follow-up will be submitted after the product evaluation has been performed.

Event description:
A consumer reported that his scholl verruca and wart remover blew up, which he then dropped on the floor and subsequently burnt his carpet.